Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 2.1 and 4.2 was failed. A field service engineer (fse) identified that half height pocket drawer 2.1 row board b was not detected on the communication bus and drawer 4.2 had a duplicate address issue. The fse replaced row board b on drawer 2.1. The fse then removed all associated duplicate compartment pockets from drawer 4.2 and individually recovered each pocket, which resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, pyxis system reported a failure in half-height pocket drawer 2.1 with a "device not detected on bus" error, and drawer 4.2 displayed a "duplicate address detected" error. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.